Manufacturer narrative:
Siemens conducted a thorough investigation of the reported events. The root cause was determined to be the malfunction of a secondary x-ray tube within the system. After siemens replaced the x-ray tube in question and performed a system tune up, we have not detected any systematic product issue.

Event description:
It was reported to siemens on (B)(6) 2018, that a malfunction occurred while operating the somatom force system. During the scanning of a patient, the temperature of a secondary x-ray tube was out of limits; therefore, the scan failed and the examination had to be aborted. The patient did not receive any contrast media, any additional sedation, or any anesthesia during the procedure. We are unaware of any impact to the state of health of the patient involved. This event occurred in the united states.